Manufacturer narrative:
Internal complaint reference: (B)(4). (B)(6).

Event description:
It was reported that, during an open shoulder repair procedure, after drilling and deployment of two (2) 'q-fix' anchors, when the surgeon pulled the sutures, no radial expansion was formed against the shaft and the anchors pulled out. The procedure was completed with a non-significant delay using a smith and nephew back up device into an additional bone hole. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the devices were not returned in any original packaging. An unidentified q-fix drill guide was returned on one of the two q-fix devices. There is no visible deficiency on the drill guide. The anchor is still inside the insertion tube of both devices. The sutures are still run through the cannula and out the fully extended cleat of both devices. The insertion tube is slightly bent on one of the devices. No other visible deficiency. A functional evaluation showed the drivers can no longer be used to advance the anchors since the spool cleat is fully extended and locked from the body of the handle, of both devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The patient impact beyond the void bone hole and surgical delay cannot be determined. However, no further complications were reported. No further clinical/medical assessment is warranted at this time. Should any other relevant clinical/medical documentation be provided, this case would be re-assessed. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) incorrect bone hole preparation. (2) improper depth insertion. Or (3) bone hole not clear of material. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive torque. (2) poor bone quality. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.